Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. Upon evaluation, it was discovered that the battery would not charged when placed in a monitor and was also unable to power on a monitor. The cause of the defective battery was due to a broken white wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery. The patient received a replacement battery pack.

Event description:
Battery pack (B)(4) was returned from the (B)(6) to zoll, alleging that there was physical damage to the battery pack. During servicing, a reportable event was detected, finding the battery pack nonfunctional.